Manufacturer narrative:
The suspect sample was collected in a 2ml ram scientific venipuncture tube. Qcs are run once per day and were run before and after the incident and were within specs. A field svc engineering (fse) was on-site in 2008. The fse found and replaced leaking peristaltic tubing, adjusted clog detection, verified and validated the instrument. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter inc (bci) regarding falsely low hemoglonin (hgb) result produced by the coulter ac t diff analyzer for one pt. A pt sample when tested gave a result of 9.4g/dl. A redrawn sample was tested for hgb on a reference instrument which gave a result of 16.9g/dl. The hgb result obtained from the redrawn sample was considered correct. Erroneous results were not reported out. Based on info provided, there was no impact to pt treatment.